Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 11, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The lens was visually inspected revealing that the lens was cut in half and coated in viscoelastic residue. The lens was cleaned and inspected revealing a chip to the edge of the lens. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drn00v model lens. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced halos. The iol was explanted and replaced with an iol from a different company. There were no complications such as capsule tear, vitrectomy or sutures. No medication outside the standard of care. No further information is available.

Manufacturer narrative:
Section a3b, gender: declined due to patient privacy. Section a4, patient weight: declined due to patient privacy. Section a5, ethnicity: declined due to patient privacy. Section a6, race: declined due to patient privacy. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2025. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.